Manufacturer narrative:
Updated fields: b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings component codes ,investigation conclusion), h10 additional information: event site telephone:(B)(6). A getinge field service engineer (fse) confirmed, and stated even though there is enough helium remaining, a ¿low amount¿ alarm occurs. To resolve issue fse replaced pressure regulator. After replacement, fse confirmed that the alarm issue has been resolved. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service. The defective components were received for further investigation. The failure analysis and testing dept. Received part with a reported unit failure of a low level alarm. The fat performed a visual inspection and found the part had a chipped helium nozzle and damage to the solenoid fitting. This would cause a bad seal and for an alarm to sound. The part was retained in the failure analysis and testing department per procedure. The non-conformance with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit low level alarm occurs even though there is enough helium remaining. There was no patient harm reported.